Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 585 mg/dl; cause was not known. A correction bolus via the pump was delivered to address bg. Reportedly, the pump supplies were changed to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.